Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the evaluation of the submitted log files; however, the reported outflow graft obstruction could not be confirmed as no images were submitted for review and no product was returned for evaluation. The submitted log file contained 8 hours of data from 6sep2019. This log file captured motor power, calculated flow, and calculated pi ranging from 3.262 to 3.683 watts, 1.1 to 1.8 lpm, and 2.9 to 4.2, respectively. The log file contained constant low flow events when the estimated flow dropped below a threshold of 2.5 lpm. All of these events lasted long enough to trigger low flow alarms. Despite the low flow events, the pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 25jul2016. The heartmate 3 lvas IFU (rev. C) and the heartmate 3 lvas patient handbook (rev. C) are currently available. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recently experienced multiple low flow alarms. During the analysis of the event log, there were multiple strings of low flows alarms. The pump was seeing a reduction in blood volume. There were no other unusual events seen within the log file. The device operated as intended. The patient taken to operating room (or) for sternotomy to revise outflow graft (ofg) due to ofg twist/obstruction on (B)(6) 2019. Doctors performed sternotomy after reviewing chest CT that noted ¿near-total occlusion¿ at distal ofg and aortic anastomosis. Surgeon dissected the 20mm gortex graft surrounding heartmate 3 (hm3) graft to reveal tissue deposit/debris compressing graft. After the debris was removed, flows improved from 0.9lpm at 5500rpm to 4.6lpm at 5500rpm. The patients lactate dehydrogenase levels was normal on (B)(6) 2019 and blood pressure was within normal limits. The vad coordinators reported prior to or, patient¿s art line was extremely pulsatile. The original graft remained implanted and surgeons did not apply ofg clip at this time. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed through the evaluation of the submitted log files; however, the reported outflow graft obstruction could not be confirmed as no images were submitted for review and no product was returned for evaluation. The submitted log file contained 8 hours of data from 6sep2019. This log file captured motor power, calculated flow, and calculated pi ranging from 3.262 to 3.683 watts, 1.1 to 1.8 lpm, and 2.9 to 4.2, respectively. The log file contained constant low flow events when the estimated flow dropped below a threshold of 2.5 lpm. All of these events lasted long enough to trigger low flow alarms. Despite the low flow events, the pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(4). The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.